Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties or treatment. It was reported that the guide wire experienced difficulty during advancement and removal with a balloon catheter and an intravascular ultrasound (ivus) catheter. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the guide wire, when resistance was encountered, contributed to the reported core break and stretched coils. Damage to the guide wire, such as a break, would impact the wires rigidity, likely resulting in the perceived material too soft / flexible. It was noted that coils were used to remove the wire when it had advanced too far. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event estimated as 04/01/2024 .

Event description:
It was reported that the balance middleweight universal ii guide wire was difficult to advance and remove with unspecified balloons and intravascular ultrasound (ivus). The wire advanced too far and coils had to be used. Upon removal the wire was noted to be unraveled. There were no reported adverse patient sequela. No additional information was provided.